Event description:
The customer reported to the FDA that after FDA medwatch emailed in 2012, about verathon gvl blades, their organization reviewed all blades, and discovered that some are grooved and cracked. The blades were outside of the recall serial number range.

Manufacturer narrative:
The customer states that verathon was notified of all issues noted. However, we became aware of this issue by reviewing the maude database.